Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the stimulation went up too high, "8-9" last friday and was causing pain. The patient stated the therapy was not helping him. The patient's wife stated the patient was in the hospital for his leg and then rehab for a week. It was noted the patient programmer showed the low battery icon. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.